Event description:
The pt had an ams bioarc and another MFR's device implanted to treat her pelvic organ prolapse and stress urinary incontinence. It was reported that the pt experienced pain, permanent injury, and has undergone corrective surgery.

Manufacturer narrative:
Should add'l info become available regarding this event will be re-evaluated and a f/u report will be sent.